Manufacturer narrative:
The investigation is ongoing pending additional information from the field.

Event description:
Boston scientific received a patient information verification form that was filled out and completed by the patient's step-daughter. On the form there was a note that stated the patient died on (B)(6) 2015 as a result of surgery, which was to replace a faulty pacemaker. Our records show this device was explanted for normal battery depletion. The boston scientific field representative that was present at the (B)(6) 2015 implant was not aware of any procedure-related complications or of the patient's death. She stated that the patient was brought to the hospital and the device was at end of life (eol) and could not be interrogated. The patient had an av fistula and was in complete heart block. The decision was made to downgrade the patient from a bi-ventricular implantable cardioverter defibrillator (ICD) to a bi-ventricular pacemaker since the patient was dnr status and under hospice care. The physician used the existing right ventricular (rv) lead's pace/sense portion for pacing, so no additional lead implant was necessary. The field representative confirmed there were no complications per the operation report and the physician's office did not have any knowledge of the patient's cause of death. The replacement procedure ended the hospital's involvement in the patient never returned to the clinic for follow-up. An obituary was found online which states that the patient passed away peacefully on (B)(6) at the age of (B)(6).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.